Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load process, the customer noted small air bubbles in the cartridge luer lock and was unable to remove the air bubbles. The customer's blood glucose (bg) level was not impacted. During troubleshooting with tandem technical support, the customer was guided through the process of priming the tubing to expel air bubbles.